Event description:
The returned product for investigation is a progav 2.0 shuntsystem (#fx352t). The follow up was updated completely. Patient data: age: 66 years.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the shunt system was determined. Permeability test: a permeability test has shown that the shunt system is permeable. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves are operating within the accepted tolerance in the both positions. Adjustment test: the progav valve was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational. The measurement of braking force is not applicable due to the determined non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found both valves. Results: based on our investigation results, we can determine a non-adjustability at the progav 2.0 valve. The determined visible deposits inside may have affected the function of the valve. Deposits caused by substances naturally present in the patient's bodies, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valves. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was implanted during a procedure. According to the complainant, the shunt system caused a blockage. The patient underwent a revision procedure. No further information available at this time.